Manufacturer narrative:
One 8mm flexible endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The entire drill head has broken off where it transitions to the double helix. There are no material voids at the break area. Examination of the drill heads primary cutting edge showed they are dull and damaged. The cannulation is heavily burred.

Event description:
It was reported that the drill bit head broke off in the patient's femur during an acl. The femur was extremely hard bone in a young patient and broke off while backing the drill out of the femoral socket. The surgeon thought he was drilling out in forward. The drill bit head that broke off was a clean break/single piece that was retrieved out of the patient with 5 min delay. No patient injuries were reported.